Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration and device stuck on wire followed by embolism. A 2.1m m jetstream® xc atherectomy catheter was prepared for an atherectomy procedure in an in stent restenosis within the popliteal artery. Device prepped in normal fashion. Within 1 minute into use with blades down, aspiration was lost. Subsequently, the physician ran the device with blades up and the device was removed. Upon removal, the device stuck on the non-bsc wire requiring the wire and non- bsc filter to be removed with the device. An angiogram showed a distal embolization. Percutaneous transluminal angioplasty and nitroglycerin interventions resolved the issue. Distal runoff was restored in at 5. No further complications were noted.